Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture due to dislodgement. The patient was asymptomatic. The lead was capped and replaced successfully on (B)(6) 2016. The patient tolerated the procedure well and there were no complications reported.